Event description:
It was reported that the cuff did not inflate. Patient involvement was unknown.

Manufacturer narrative:
Other text: d4: UDI number is unknown, no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.